Event description:
The user facility reported that they had a stroke patient and closed the right common femoral artery (cfa) with an 8fr angio-seal. The 8fr femoral sheath was exchanged for the 8fr angio-seal device. A large hematoma was noted post operation, and hemostasis was not achieved. An ultrasound was performed which detected no pseudoaneurysm, haemotat detected, 2mm hole in artery, however, the angio-seal was not located. The vascular surgeon was required to do washout + 5.0 prolene suture closure of the common femoral artery (cfa). No angio-seal was found. There was no issues with limb perfusion. There was no known affect to the patient. Additional information was received on 27jun2023: there was no reported difficulties with access. No reported difficulties with insertion, deployment, or withdrawal of the device. Hemostasis was completed with the common femoral artery (cfa) was suture closed with 5.0 prolene. The patient was stable. A pre-deployment angiogram was performed on sheath insertion at beginning of case. No blood loss was reported.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E1: telephone number: requested, unknown. E3: occupation: vascular surgeon. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a potential closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique resulting in a closure complication. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).